Event description:
The customer stated that after a pt consultation, a bulb exploded, switched off the light and damaged the front glass of the lighthead. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
The customer has removed the device from service. Maquet has not been informed if or when the device will be repaired. For a similar event, maquet sas contacted the supplier of the halogen bulbs for assistance. The supplier reported they test 100% of the bulbs in a vacuum oven in order to reduce risks of busting. Continued use of lamp beyond stated bulb life, an overvoltage or a weakness of the bulb's glass caused by contaminate (e.g. Fingerprint) can lead to the type of failure reported. The blue 30/80 series operating manual includes the following instruction for users" -4.1 replacing the light bulb attention: (....) Do not touch the glass body of the halogen bulb with bare fingers. Replace the bulb every 600 hours. Should additional info become available, a follow up report will be submitted. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.